Manufacturer narrative:
On 20 october 2017 the medical affairs performed a clinical evaluation and commented as follows: postoperative femoral fracture, few days after primary cementless tha. Radiographic image provided shows the presence of a fractured femur probably due to undetected intraoperative fracture. These events are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. Batch review performed on 24 october 2017. Lot 165580: (B)(4) items manufactured and released on 09 december 2016. Expiration date: 2021-11-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
A femoral fracture occured probably during the primary surgery, but it was noticed 2 days later. After having noticed the fracture, the surgeon performed a revision surgery through a posterolateral approach. During the revision, the surgeon removed the stem (with ball head) and replaced it with 3 bone cerclages in order to fix the fracture. Since the cup was stable and the pe hooded liner wasn't damaged, the surgeon decided to keep them in place.